Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 2 door 3 did not open and failed to recover. A field service engineer (fse) ran diagnostics and observed the device latch was clicking before opening. The fse opened the device center column, found worn-out micro switches, replaced all four tower door latches with new ones, rebooted the system, ran diagnostics on all four towers doors, there was no fail door icon on display and tested successfully to resolve. The customer verified the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower 2 door 3 did not open and failed to recover. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.